Event description:
Abbott heartmate 3 left ventricular assist device (lavd) was implanted in 2018. The outflow graft formed an obstruction causing the patient to be upgraded on the united network for organ sharing (unos) transplant list due to increasing ai. Patient was transplanted on 2021 as a result of the complication. Surgical pathology notes below confirms the finding. "Heartmate 3 device showing complete coating of the inflow cannular with neo-intimal type fibrous tissue, extending over the lip into the inner bore and fibrin clot in the bend relief, around synthetic tube graft."